Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and metallosis. Exchanged from ceramic to poly. Update 8/14/2017 after review it was noted that metal on metal head and liner were exchanged for ceramic head on polyethylene liner.

Manufacturer narrative:
After review of the medical records, it has been determined that this product has been reported twice. This duplication is an error. This report will be rejected.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.